Event description:
It was reported that on (B)(6), 2026, a combined mitraclip and triclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and tricuspid regurgitation (tr) with a grade of 5 with a patient with short and fragile posterior mitral leaflet, thin tricuspid leaflets, and an enlarged atrium. A triclip steerable guide catheter (tsgc) (60112r1072) was used to treat the mitral valve without issues. A mitraclip xt was inserted and deployed on the mitral valve, reducing mr to a grade of 2-3. The same tsgc was then retracted and used to treat the tricuspid valve. Two triclip xtw clips were implanted without issues. A third clip, a triclip xtw (60129r1096) was then inserted and grasping was performed. However, difficulties visualizing the clip and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the tricuspid valve. However, post deployment, it was observed that the third clip tilted; the clip partially detached from the posterior leaflet and remained fully attached to the other leaflet (partial clip movement). To stabilize the clip, a fourth clip, a triclip xtw (60116r1023) was then inserted and deployed on the tricuspid valve. However, post deployment, it was observed that the fourth clip was penetrating the posterior leaflet and had damaged it. The fourth clip was noted to be attached to both leaflets. The procedure was discontinued, and the tr was reduced to a grade of 4. There was no clinically significant delay in the procedure. The patient was reported to be stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.